Manufacturer narrative:
Image review: a review of the submitted image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). The following additional information was provided: the image of the fenestrated bipolar forceps (fbf) instrument identified that the conductor wire insulation was damaged at the pulley location with the pulley also seemingly to have been smashed. The combination of a damaged pulley and a conductor wire insulation compromise indicates that the damage was likely due to a collision with another instrument which is indicative of instrument mishandling and misuse. Isi received the instrument involved with this complaint and completed the device evaluation. The reported event was confirmed through failure analysis investigation. Inspection identified insulation damage on the conductor wire located at the distal yaw pulley. A piece of the insulation, measuring approximately 0.02" x 0.064" was not returned. This observation is consistent with the image analysis performed by fae. Further inspection of the instrument found mechanical indentations on the bipolar yaw pulley which are aligned with the insulation damage on the conductor wire. Failure analysis indicated that the insulation damage on the conductor wire and the mechanical indentations on the bipolar yaw pulley are likely related. Both failures are most commonly caused by instrument mishandling and misuse, such as collision of the instrument with a sharp object. The instrument was tested and passed electrical continuity. Additional inspection of the instrument found various scratch marks with light material removed on the main tube. The scratch marks, measuring approximately 0.028 to 0.202" were not aligned with the tube axis. This observation is most commonly caused by mishandling/misuse, such as excess force applied to the distal end of the instrument. Site history review: a review of the site's complaint history does not show any additional complaints related to this product. System log investigation: a review of the instrument log for the fenestrated bipolar forceps lot# n10191007 / sequence (B)(4) associated with this event has been performed. Per logs, the instrument with 2 remaining usable life was last used on (B)(6) 2020 using system (B)(4). This complaint is being reported as a reportable malfunction event due to the following conclusion: the fenestrated bipolar forceps instruments are multiple-use electrosurgical endoscopic instruments with a grasping tip to be used in conjunction with the da vinci system and an external electrosurgical unit (esu). The instrument is designed to provide energy from the designated location on the instrument (the tip) to the planned anatomical location when used as intended. The energy is activated by pressing the designated pedal on the surgeon side console (ssc). It was reported that prior to starting central processing, the customer conducted an inspection and found that the insulation of the conductor wire of the fenestrated bipolar forceps instrument was compromised at the tip. There was no patient involvement and no issue related to unintended energy discharge or arcing on the last recorded instrument usage. The customer reported complaint does not itself constitute an MDR reportable event; however, this complaint is being reported because damage to the conductor wire within the instrument could lead to unintended electrical discharge at a location other than intended. Furthermore, failure analysis identified compromised conductor wire insulation that is exposed to patient with a passed electrical continuity test. Although there was no arcing reported or seen through analysis, and there was no patient injury reported, if this failure were to recur, it could result in an adverse event.

Event description:
It was reported that prior to starting central processing, the customer conducted an inspection and found that the insulation of the conductor wire of the fenestrated bipolar forceps instrument was compromised at the tip. There was no patient involvement. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information regarding the reported event on (B)(6) 2020: no issue related to unintended energy discharge or arcing on the last recorded instrument usage ((B)(6) 2020 using system (B)(4)).